Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the pacemaker follow-up on (B)(6) 2020, a display issue was observed when checking the egm in the tests egm tab: the egm channels were black.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during the pacemaker follow-up on (B)(6) 2020, a display issue was observed when checking the egm in the tests egm tab: the egm channels were black.

Manufacturer narrative:
Preliminary analysis revealed that the abnormal display of the real time test most probably resulted from an inadequate software management of the programmer screen refresh.

Event description:
Reportedly, during the pacemaker follow-up on (B)(6) 2020, a display issue was observed when checking the egm in the tests egm tab: the egm channels were black.